Event description:
It was reported that during attempted direct stenting in the heavily calcified right coronary artery, resistance was met advancing the xience v stent delivery system (sds), therefore, the sds was removed. After removal, it was thought that the stent might have been loose or dislodged on the balloon, although it was still crimped on the balloon. The lesion was predilatated and another xience v was successfully used. There was no adverse patient effect and no significant delay in treatment. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The stent implant and stent delivery system (sds)were not returned for analysis and may have assisted in the investigation. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. The lesion condition was described as heavily calcified and it was reported that the lesion was not pre-dilated, which likely contributed to the failure to cross. It should be noted that the xience v instructions for use instructs the user that the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion, accessory devices, and/or previously implanted stents. It is most likely that the stent became disrupted on the balloon while attempting to advance through the calcified lesion. Then as the sds was withdrawn, the stent implant interacted with the tip of the guiding catheter, which may have subsequently contributed to the reported stent dislodgement. Therefore, since there was no note of any damage to the sds or stent implant observed prior to the procedure, it is likely that the lesion characteristics and direct stenting contributed to the dislodgement. To ensure this type of event is not the result of a manufacturing deficiency, all sds are inspected during manufacturing for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to this complaint and there have been no related incidents reported for this lot. Additionally, on-line test data for this lot shows all units passed the manufacturing criteria. This suggests that there are no lot specific product quality deficiencies. In this case, the failure to cross and stent dislodgement appear to be related to operational context.